Manufacturer narrative:
Patient age not available from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. No parts were received by the manufacturer.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the spine clamp was found to be stripped and required replacement. This was discovered by the surgeon while setting up for the placement of the reference frame. A different clamp from a different tray was used instead. The procedure was then completed successfully after no delay, and the patient was not impacted.